Manufacturer narrative:
Additional information: product analysis :the lower shaft is cracked at the lower pivot pin, the pivot pin is missing, and the dynamic jaw appears to be broken out at centerline. The location, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. The above observations are consistent use of excessive force.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that intra-op, the tip of the instrument broke though normal usage. The product came in contact with the patient. No patient complications were reported as a result of this event.